Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the ccu shut down in the middle of a case completely unprompted and now will not turn back on. The ccu was removed and swapped out with another from a tower at the facility.

Manufacturer narrative:
Alleged failure: this ccu shut down in the middle of a case completely unprompted and now will not turn back on. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: defective power supply. This is an electrical component failure, and it is difficult to predict the lifetime of electrical components. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the ccu shut down in the middle of a case completely unprompted and now will not turn back on. The ccu was removed and swapped out with another from a tower at the facility.